Event description:
The customer contacted baxter's technical service center regarding a difficulty draining which occurred on the home choice (hc), during use, during initial drain (I-drain). The drain volume (dv) equaled 17ml. The last fill volume (lfv) equaled 300ml. The hp stated that the dv was barely increasing and then it would push back 20ml to a negative dv. The hp stated she was very active today. The baxter technical service representative (tsr) had the hp close/open the transfer set, move the clamps, rub the line, pull up on the lines and check for fibrin or air then press go. The tsr asked the hp if there were any low drain volume alarms and the hp stated no, it was just taking a long time to drain. The hp was not draining and was not sure if she was empty so the tsr had the hp bypass to fill 1 and perform a test fill of 138ml. The hp stated she still was not draining and there was air in the patient line. The tsr had the hp check the whole line and the hp stated there were a few large bubbles that were not there before. The tsr recommend the hp end therapy and start over with new supplies then walked the hp through the end therapy early procedure and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the report, the patient was having difficulty draining and saw air in the patient line. This report was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. There was not enough data within the report to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.